Event description:
It was reported that the patient presented for follow up in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold. Capture failure was also noted. While repositioning the lead, the helix could not be extended. Additionally, the set screw could not be removed from the header of the implantable cardioverter defibrillator (ICD). Both the rv lead and the ICD were explanted and replaced on (B)(6) 2025. The patient's condition is unknown.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Final analysis found the cause of the helix mechanism issue to be clogging with blood or tissue. No anomalies were found.